Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication and laparoscopic cholecystectomy. It was reported the ports were placed. Two hours later three trocars showed signs of leakage of pneumo. After the entire case, all of the trocars had leaked. There was no consequence to the pt.